Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic gastric sleeve surgery, "the device most often used to cut the vessel without sealing it." The surgeon was dissecting the greater omentum from the stomach. The size of the vessels being ligated was max 5mm. Massive bleeding occurred due to "cut without sealing the vessels," so the surgeon decided to convert the procedure to open because the patient lost a lot of blood (estimated to be 3-5 units lost). Blood products were also administered. During the open part of the procedure, they removed the spleen and the lost blood. The power level setting on the generator was 3:5 and there were no generator alert screens.

Manufacturer narrative:
(B)(4). Device expiration date is 1/31/2023. Device manufacture date is 2/15/2018.

Manufacturer narrative:
(B)(4). Batch # r92d9f. Investigation summary: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected and no anomalies were noted. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.